Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Bhcg qc has been performing within the customer's established ranges. Specific qc data has not been supplied to date. Additional system information has not been supplied to date. The customer is sending sample to customer product line support (cpls) for additional testing. Sample has not been received by cpls to date; therefore the investigation is still pending. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event as the investigation is still pending. This report is related to the MDR 2122870-2011-05573 that is being reported on the alternate instrument that also generated a higher than expected bhcg, result provided at this customer site.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a higher than expected bhcg (beta - human chorionic gonadotropin) result above the normal reference range for one (1) patient generated by the access 2 immunoassay system. Subsequent testing on an alternate instrument produced a similar elevated result. Additional testing was performed on an alternate methodology which produced a discordantly lower, normal result. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.